Manufacturer narrative:
Age at time of event: 18 years or above.

Event description:
It was reported removal difficulties were encountered. A 190 cm filterwire ez was selected for use. However, during procedure, it was noted that the filter was stuck with a 8.0-21cm carotid wallstent and it could not be deployed. Both devices were removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported removal difficulties were encountered. A 190 cm filterwire ez was selected for use. However, during procedure, it was noted that the filter was stuck with a 8.0-21cm carotid wallstent and it could not be deployed. Both devices were removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or above. Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned s stuck inside of a carotidmonorail as part of overall visual revision. The wire returned stuck with other device. It is possible to observe that the wire is highly kinked causing the other device cannot be removed from the wire. Besides, the distal tip kinked. The outer diameter dimensions were found within specification.